Manufacturer narrative:
Initial foreign postal code (B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the wire broke at the end. The device broke inside the patient and was completely removed.

Manufacturer narrative:
One 2.4 x 381mm drill tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 1 3/8 inches of the distal end (drill tip) has been sheared off. Dimensional inspection of the guidewire found it meets print specification. The guidewire condition indicates it was subjected to excessive forces resulting in its failure. Per the device IFU under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. No root cause related to the manufacturing process can be established.